Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for lot 23130x and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The string completely detached from the top part; string just fell out [device breakage] the tampon was against my cervix fully sideways and completely stuck [foreign body in reproductive tract] emotional distress [emotional distress] case narrative: on 28-oct-2023, a spontaneous report was received from a consumer regarding an 18-year-old white, caucasian female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history included "history of fish, shellfish, penicillin, cats (nothing related to this issue)." Concomitant products were not reported. On an unspecified date (reported as since her first period about 5-6 years ago, relative to 28-oct-2023), the patient started use of playtex sport plastic, unscented. On 27-oct-2023, as soon as she put the product in around 7:00 pm, it felt like something poked her in the back but she assumed it was fine. Around 10:00 pm, she tried to remove the tampon and the string just fell out and she realized the cotton top had detached (it was also reported that as soon as she put it in, the string completely detached from the top part and she didn't realize until a few hours later before bed). The patient tried for about an hour to remove it herself but was unsuccessful. Her mother took her to the ER (emergency room) in the middle of the night. At 1:00 am (28-oct-2023), the tampon was removed by pelvic exam (patient's first ever pelvic exam). The tampon had been at her cervix and fully sideways and completely stuck, so she couldn't pull it out herself. She had used this product for years and she had been a "diehard fan" of these tampons, but it was noted that she would never use this product again. She was outraged over the emotional distress and financial cost that the tampon had caused. As of 30-oct-2023, the outcome of emotional distress was not reported. No additional information was provided.

Event description:
The string completely detached from the top part; string just fell out; string broke and she attempted to get but it became horizontal and difficult to dislodge [device breakage]. The tampon was against my cervix fully sideways and completely stuck; foreign body in vulva and vagina [foreign body in reproductive tract]. Emotional distress [emotional distress]. Pre-hypertensive [pre-hypertension]. Case narrative: on 28-oct-2023, a spontaneous report was received from a consumer regarding an 18-year-old white, caucasian female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On 27-feb-2024, additional information was received in the form of medical records. Medical history included "history of fish, shellfish, penicillin, cats (nothing related to this issue)." Concomitant products were not reported. On an unspecified date (reported as since her first period about 5-6 years ago, relative to (B)(6) 2023), the patient started use of playtex sport plastic, unscented. On (B)(6) 2023, as soon as she put the product in around 7:00 pm, it felt like something poked her in the back but she assumed it was fine. Around 10:00 pm, she tried to remove the tampon and the string just fell out and she realized the cotton top had detached (it was also reported that as soon as she put it in, the string completely detached from the top part and she didn't realize until a few hours later before bed). The patient tried for about an hour to remove it herself but was unsuccessful. Her mother took her to the ER (emergency room) in the middle of the night. At 1:00 am ((B)(6) 2023), the tampon was removed by pelvic exam (patient's first ever pelvic exam). The tampon had been at her cervix and fully sideways and completely stuck, so she couldn't pull it out herself. She had used this product for years and she had been a "diehard fan" of these tampons, but it was noted that she would never use this product again. She was outraged over the emotional distress and financial cost that the tampon had caused. As of 30-oct-2023, the outcome of emotional distress was not reported. No additional information was provided. On 27-feb-2024, it was learned that the patient's medical history was updated to include allergies to fish, shellfish, penicillin, and cats. On (B)(6) 2023, the patient presented to the hospital emergency department for a retained tampon. The tampon was placed around 7 pm. The string broke and she attempted to get it, but it became horizontal and difficult to dislodge. The patient¿s blood pressure was 123/70 (units not provided), body temperature was 98.6 degrees f, pulse rate (also reported as heart rate) was 78 (units not reported), respiratory rate was 20 (units not reported), and oxygen saturation was 100%. On physical examination, patient was found to be normal appearance, well-appearing and non-toxic. Her respiratory findings were noted as lungs were clear to auscultation; respirations regular/unlabored; no cough. It had been noted that one of her blood pressure readings fell into a "pre-hypertensive" range, a level that could sometimes progress to true hypertension or high blood pressure. The doctor recommended scheduling a follow-up blood pressure check within the next year (relative to (B)(6) 2023) to ensure that there had not been an increase in blood pressure. The patient was diagnosed with a foreign object in vulva and vagina and was treated with a pelvic exam and removal of the tampon. On (B)(6) 2023, she was discharged in good condition. On (B)(6) 2023, the patient discontinued the product. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for lot 23130x and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.